Event description:
It was reported that the patient experienced chest pains. The right atrial (ra) lead exhibited intermittent oversensing and undersensing at start of episode electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.